Event description:
The rptr did back to back (rapid succession) blood glucose tests, using different fingersticks. Rptr's results were 130, 190 and 210 mg/dl. The rptr stated that they had symptoms associated with low bs at the time of the test. On f/u, the reporter confirmed the info given in the report. No harm was alleged.